Event description:
It was reported that for the last six months, the patient has had an increase of pain. It was also noted that at each refill, the actual volume is twice the expected volume. The hcp told the patient that the clinician programmer indicated that the pump was alarming, but neither the patient nor his wife could hear the alarm. Several diagnostic tests were performed which indicated that the catheter is functioning as intended (no details were reported). The patient was scheduled to see the hcp again in four days. Additional information has been requested from the hcp but was not available as of the date of this report. A follow-up report will be sent if additional information is received.